Event description:
It was reported that the customer experienced a blood glucose (bg) level of 475 mg/dl. Additionally, customer's "vision was affected" and their "eye doctor said they now have diabetic retinopathy". Reportedly, the customer was using admelog within their pump supplies. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 16 days later with the issue resolved. The customer reverted to an alternate method of insulin therapy. Tandem technical support educated the customer regarding off-label insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.